Manufacturer narrative:
No product was received for evaluation. Photos were provided which confirmed the presence of a leak from the small chamber perimeter seal. The instructions for use states that if a leak is found, discard the solution and a new dialysate bag can be used. All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 19 apr 2024 from the nurse at a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2024. Additional information was received on 19 apr 2024 from the nurse who confirmed there was no adverse impact to the user or patient.